Event description:
It was reported that the patient experienced undesired sensations at non targeted stimulation area. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively and the explanted device was kept by the facility.